Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/07/2014.

Event description:
Procedure: fundoplication. According to the reporter: on (B)(6) 2012, the pt underwent a surgical procedure for the repair of a ventral hernia with prolene mesh. Following discharge the next day, the pt began complaining of severe abdominal pain and called the doctor's offices to seek medical assistance. The pt was told that he should continue to take his medication and did not need to be seen. The following day, the plaintiff called the provider's office again to inform him that the pt was still experiencing severe abdominal pain despite his medications. No further treatment of evaluation was ordered. After calling the provider's office a 3rd time with complains of severe abdominal pain and having trouble using the rest room, the pt was told to get some milk of magnesia, but that nothing else could be done. On (B)(6) 2012 the pt was unable to walk and fell to the floor. He was transported to (B)(6) hospital by ambulance where he was pronounced dead on (B)(6) 2012.